Event description:
Customer reported an overinfusion of busulfan. User programmed the secondary infusion of busulfan; 244 mg in 488 ml normal saline to infuse at a rate of 163 ml/hr to infuse in 3 hours. Customer reported bag with busulfan was empty in 58 minutes. No pt harm reported; no medical intervention required. Investigation is on-going. Event logs received. Follow up report will be submitted when investigation is completed.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested.